Event description:
Event description guidant received information that the impedance measurements for the implanted st. Jude medical lead were greater than 3000 ohms. A loose set screw on the implantable cardioverter defibrillator (ICD) was considered a possible source of the high impedances. The ICD was reprogrammed and remains implanted.